Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker device was suspected to depleting prematurely. This device had two years remaining and dropped to one year in just a few months. A request was made to have data from this device analyzed. Data analysis showed that the power consumption was increasing in a gradual fashion. This device will not deplete to eri battery status within 90 days. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.